Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml morphine at a dose of 7 mg/day via an implantable pump for spinal pain. It was reported that an alarm was heard and confirmed by telemetry. It was stated that a critical alarm occurred that was identified as safe state. There was no known electromagnetic interference (emi) interaction. The pump was interrogated by a pain nurse. The patient had withdrawal symptoms and flu like symptoms. It was considered a sudden change in therapy/symptoms. The patient was given intravenous (IV) morphine at the hospital and was stabilized. The event date was stated as (B)(6) 2017 as the symptoms occurred ¿overnight¿. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-10. It was reported that it was unknown if the cause of the safe state was determined. The patient¿s weight at the time of the event was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Hospitalization no longer applies as it was indicated that the patient was in the emergency room. Serious injury no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-28. The patient¿s pump was successfully restarted in the emergency room (ER) and the patient was put back on 7 mg/day morphine. The patient seemed to be doing well in the evening and was made aware to keep an eye for symptoms to return as the pump could stop again if there was an unknown issue. The patient¿s weight was unknown and the representative was not able to contact the ER physicians for it.